Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). The device returned from deep disinfection following a previous contamination event reported under medwatch # mw-006424 and # mw-007082. The tests performed at the manufacturer site post deep disinfection resulted to be negative to the m. Chimaera presence. A contamination of the samples at the customer site cannot be excluded. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. A document confirming the reported contamination has been provided to livanova. There is no known patient involvement.